Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was populated in g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. As a result, customer experienced symptoms of a loss of consciousness and/or seizure, however there was no report of treatment from a third party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent injury associated with this event.